Event description:
It was reported that the customer passed away. The blood glucose reading was unknown at time of death. It was stated that the cause of his death was a complete organ failure due to diabetes. It was stated that the customer was not wearing the insulin pump at time of death, and the device was removed a week before the event. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.